Event description:
It was reported that a spectrum pump has a system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and evaluated. The reported system error 105 was confirmed through the history log but could not be reproduced during eval. Further eval found 2 of 6 severed motor screws and a loose motor gear contributing to the reported symptom. The motor assembly, motor screws and gears were replaced.